Event description:
It was reported that there was a removal of 3 cannulated screws due to painful hardware. No other details available as to reason for revision. Surgeon converted to a total hip.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.